Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case and lower case were broken and contaminated, the battery release, lead flex cover and battery flex were contaminated, and the side bail covers, side bails, ring cover and ring were missing. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.